Manufacturer narrative:
The returned device was not returned for eval. We are unable to confirm the reported bent cannula or to determine whether it continued to the reported hyperglycemia. Qualification records were reviewed, and the product lot met all acceptance criteria.

Event description:
The customer reported that on (B)(6) 2014 at 7:23 pm she activated a new pod and her blood glucose and insulin history is as follows: time: 9:00 pm, bg (mg/dl): 197, bolus (u): 0.75, unk >400 (continuous glucose monitoring). She was not feeling well and she had an upset stomach. At 11:59 pm the pod was deactivated and noticed the cannula was bent. The pod was discarded.